Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was instructed to call back if the issue reappeared. No further action was needed as the customer felt comfortable proceeding independently.